Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. (B)(4). The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition pcba was installed in an fi test ventilator. The test ventilator powered up into normal ventilation mode and delivered breaths. The test ventilator was powered on and off 15 times without producing any errors. The pressure accuracy test (pvt test 4) was performed and passed. The da board was allowed to run in the test ventilator for approximately two (2) hours and no errors were generated. The customer returned data acquisition (da) board was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the pressure accuracy test (pvt test 4) failed at the 1cmh2o setting. There was no patient involvement.